Event description:
It was reported that the customer received no delivery alarms on her insulin pump. A possible occlusion was detected. During troubleshooting, a reservoir occlusion was not ruled out. Customer was advised the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 3 random and sealed reservoirs showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.